Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03529 and 2134265-2017-03624. It was noted that automatic pullback failure occurred. The target lesion was located in the highly tortuous and moderately calcified left circumflex artery. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, the opticross¿ was crossed to the lesion. When pullback record was started, disconnection error occurred when 4mm pullback was performed, so the pullback was discontinued. Pullback was tried again after resetting, however, exactly same issue occurred. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.